Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room (ER) with their implantable cardioverter defibrillator in backup vvi mode (bvvi). Prior to presenting to the ER the patient had received shocks, which was deemed as appropriate and not due to the bvvi. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. Bench testing was performed which included pace output testing, sense testing, impedance measurements, patient notifier activation, and hv output testing and the device showed normal function. The cause of the field event is an ic anomaly.